Manufacturer narrative:
693558 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited t-wave oversensing (twos), an increased number of short v-v intervals, as well as intermittent undersensing. Additionally, the right atrial (ra) lead exhibited possible oversensing that was observed on recorded episodes. The leads remain in use. No patient complications have been reported as a result of this event.